Event description:
During a thrombectomy angiogram, the catheter used with the angiojet malfunctioned during the procedure. The surgeon said there was a hole in the product that was noticed immediately on ignition.